Manufacturer narrative:
Zimvie complaint (B)(4). .

Event description:
It was reported that the implant at tooth site # 14 was removed due to infection & sinus perforation. Implant was removed. The site was grafted for future implant re placement symptoms as a result of the event: pain, inflammation, sinusitis.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b3. Date of event. B4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsx54b8, (tsx¿ implant 5.4 mm (d) x 8.0 mm (l)) for evaluation visual evaluation was performed. Implant was returned with no damage that would cause or contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 1272816. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272816 for similar events and no other complaint was identified. Review completed utilizing keywords: infection + perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. Refer to attached summary investigation for infection. Therefore, based on the available information, a device malfunction did not occur. The returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. The reported event was non-verifiable. Infection is a non-verifiable event as well. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.